Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with a sensor. Customer's blood glucose was unknown. Troubleshooting was performed and once she was advised to remove the sensor, a part of the sensor was in the customer's stomach. The cannula of the senor was broken and stayed inside her tissue. She was able to remove it herself. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Found cannula whole with no broken parts.